Event description:
The hosp reported an employee was pushing the surgical cart when one of the wheels snapped off the cart and fell on the individual. The employee stayed in the emergency room over night as a result. The device in question will not be returned to olympus for investigation as it is not an olympus product. The original equipment MFR (OEM) of the surgical cart cannot be notified of the event because they have since gone out of business. Olympus is filing this report in an excess of caution.